Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a luer transfer set leaked. This issue occurred during use with patient involvement. The registered nurse (rn) reported that a patient called to report that the transfer set was twisting to the point where the white clamp piece was separated and fell down the tubing. This resulted in the inability to completely close the transfer set causing peritoneal fluid to leak from the transfer set. Product surveillance contacted the rn regarding the reported event. The registered nurse stated the patient could open and close their transfer set themselves and had not noticed any damage to the transfer set prior to the separation. The rn stated the patient had their transfer set in place for approximately 5 months. The patient noted the transfer set had begun to leak where the tubing connects to the main body of the transfer set following the separation. The transfer set was exchanged. There was no patient injury or medical intervention associated with this event. No additional information is available.